Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer administered 20 units of insulin based on a reading of 169 mg/dl. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transferred test strips from the vial to a plastic bag which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for evaluation, however, the test strips were discarded.